Event description:
It was reported that the customer had a motion sensor test failure alarm on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer stated that after they clear the alarm, it keeps coming back. Insulin pump will need to be replaced. Customer was advised to retrieve pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.